Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device locking components were damaged, had foreign substance, had component and cable damage, was corroded, run in the locked position and could not secure the cutter device. It was further determined that the device failed pretests for visual assessment, cable assessment, cutter lock assessment, motor thermistor assessment and safety assessment. The assignable root cause was traced to improper maintenance.. UDI: (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the motor device locking components were damaged, had foreign substance, had component and cable damage, was corroded, run in the locked position and could not secure the cutter device. It was further determined that the device failed pretests for visual assessment, cable assessment, cutter lock assessment, motor thermistor assessment and safety assessment. It was noted in the service order that the device was not running very well or smoothly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.